Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) was over-sensing r-waves. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5148782.